Event description:
At about 2 years and 6 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants and implanted permanent hardware. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07-mar-2023: lot 1909440: (B)(4) items manufactured and released on 12-mar-2020. Expiration date: 2025-03-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review. Additional devices involved: batch reviews performed on 07-mar-2023: gmk-sphere 02.12.0410fl tibial insert fixed sphere flex size 4/10 mm l (k121416) lot 1909420: (B)(4) items manufactured and released on 03-dec-2019. Expiration date: 2024-11-17. No anomalies found related to the problem. To date, all items of the same lot have been sold with other two similar reported case during the period of review. Gmk-sphere 02.12.0004l femoral component sphere cemented size 4 l (k121416) lot 1910650: (B)(4) items manufactured and released on 09-apr-2020. Expiration date: 2025-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no other similar reported case during the period of review.